Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 1 mg for a total dose of 0.20119 mg/day and bupivacaine 30 mg for a total dose of 6.03558 mg/day via an implantable pump. It was reported on (B)(6) 2020 during a pump refill, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume was 15.8ml and the actual reservoir volume was 12 ml. There were no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The event date was (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.